Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
It was reported that the customer had a lost sensor alert and a low blood glucose level. Customer's blood glucose level was 39 mg/dl at midnight. Customer stated that his blood glucose level was low again this morning. Customer also received a calibration error. Customer later received a weak signal after they got home from work. Customer had differences between sensor glucose and blood glucose readings. Customer stated that they found a tiny bend at the top of the sensor. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Customer stated that the cannula was bent. A replacement sensor will be sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.